Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Baxter reported leakage from a connection between a spike and extraneal spike port. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.